Event description:
A supplier, faxed my office a notice that all coagucheck test strips were unreliable, reading high. They instructed us to do 2 tests to confirm the first one was correct when we check the pts' protimes. I called supplier as well as roche to complain about this. The test strips are unreliable, they need to be recalled. Their double testing recommendations make no sense. I have not heard from them.